Event description:
Device issue: none. Adverse event: death. Onset of ae: approximately 25 months post stent implantation. It was reported via trial that approximately 25 months post placement of two xience v stents in the 1st diagonal and proximal left anterior descending artery, the patient died at home from a massive heart attack. There was no additional information provided.

Manufacturer narrative:
(B)(4): the reported patient effects of myocardial infarction (mi) and death are listed in xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.